Event description:
It was reported that the pt's vns system was explanted in 2006 due to protrusion of the leads. Further follow up with the explanting facility revealed that the explanted devices are not available to be returned to MFR for analysis. Good faith attempts to obtain additional info regarding this event are underway.